Event description:
Respiratory therapists were switching the patient to another ventilator. The new ventilator was an escalation in care. The one-way valve is needed to deliver nitric oxide with the new ventilator. When switching to the new vent the nitric vent was alarming that it was not delivering the correct dose of nitric oxide. Respiratory therapists went through all proper troubleshooting procedures. Changed out the ventilator 2 times and the nitric delivery system 3 times in an attempt to fix it. Nothing worked. Lastly the one-way valve was then switched out and that fix the problem and nitric oxide started to be delivered at the correct dose.